Event description:
It was reported that vessel perforation occurred and the patient died. A v-18 control wire was used for a pressure-sensing non-boston scientific device implant procedure. A perforation in the distal vessel of the lung occurred prior to the sensor device being deployed. A balloon catheter was inflated in the pulmonary artery to block the blood flow until the patient's oxygen saturation stabilized. The sensor was successfully deployed and calibrated. The patient did not survive the emergency bronchoscopy and the source of bleeding was not found.